Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the circumflex artery. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured on the first inflation. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and severely tortuous lesion in the circumflex artery. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured on the first inflation. The procedure was successfully completed with a different device without issue or patient injury.